Event description:
Revision because of pain of left thigh.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. This matter is in litigation. Follow-up activities are being performed by the depuy legal team. No new information has been provided to customer quality at this time. Should the product and/or additional information be received, the investigation will be re-opened. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.